Manufacturer narrative:
Product investigation evaluation: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part 314.743, lot 7353281) was received with the complaint category of ¿broken: tip broken procedural step unknown.¿ the complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided; however, it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. A device history record review was performed. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located within 6.9mm-7.4mm of the distal edge of the drive shaft helix. The helix is intact and the broken tip was not received. The missing portion is estimated to be approximately 14.6mm long. The proximal portion of the shaft is marked ¿keep,¿ which was presumably done by the user. The balance of the device is in working condition with only light surface scratches. Thus, the complaint condition is confirmed, but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Devices with a torque of up to 17nm exist and were likely used in this case. Specific details regarding the technique used/application which led to the device failure were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection of equipment prior to a procedure it was noted that the drive shaft tip was missing. There was no report of prior surgical or patient involvement. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.